Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to chronic infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotics. It is unknown if there are plans to reimplant the patient as of the date of this report.